Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a (B)(6) female plaintiff in united states on 25-oct-2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2008 for permanent birth control. Shortly after undergoing the essure procedure, an hsg test was performed and she was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including abdominal pain, a lupus diagnosis, and pain during intercourse. She has never experienced any of those conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. On (B)(6) 2016, she underwent a laparoscopic bilateral salpingectomy to remove her essure coils. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this case report was received from a lawyer on behalf of (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and she presented increasingly severe pain and lupus diagnosis (seen as lupus erythematosus). Both serious events due to medical importance. Lupus diagnosis is unanticipated event in essure's reference safety information while other event is anticipated. Regarding lupus erythematosus, considering its physiopathology and given essure's local action at fallopian tubes, causality is unlikely. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion and consumer underwent bilateral salpingectomy by laparoscopy to remove essure coils. Considering event's nature and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. In addition, non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-dec-2016: ptc investigation result company causality comment: this case report was received from a lawyer on behalf of (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and she presented increasingly severe pain and lupus diagnosis (seen as lupus erythematosus). Both serious events due to medical importance. Lupus diagnosis is unanticipated event in essure's reference safety information while other event is anticipated. Regarding lupus erythematosus, considering its physiopathology and given essure's local action at fallopian tubes, causality is unlikely. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion and consumer underwent bilateral salpingectomy by laparoscopy to remove essure coils. Considering event's nature and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. In addition, non-serious events were reported. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.